Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse from the USA of a hole in the pd catheter where it connects to the adapter. On (B)(6) 2015, the patient experienced peritonitis due to the connection sets were bad. The patient was not hospitalized for the events. It was unknown if the peritoneal dialysis (pd) effluent was analyzed. On an unreported date, a peritoneal effluent culture was performed and the result was unknown. On (B)(6) 2015 the patient was given vancomycin ip (dose and frequency not reported) and another unknown antibiotic (ip) as treatment for peritonitis. On an unreported date, the connections sets were replaced with titanium connection sets. The peritoneal dialysis registered nurse (porn) was contacted on l o february 2015 in order to obtain additional information regarding the home patient's (hp) event of peritonitis. The porn stated that the hp performs automated peritonitis dialysis and operates his own cycler. The porn clarified that the phrase "connection sites were bad" meant that there was a hole in the catheter where it connects to the adapter. The nurse clarified that the hp had a plastic adapter but it has been changed to a titanium adapter. The catheter manufacturer was covidien. The product code and lot number of the plastic adapter and catheter were unknown. A sample was not available. No additional information was available. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).